Manufacturer narrative:
(B)(4).

Event description:
Customer states during a sub total gastrectomy that the surgeon attempted to fire however, the device did not fire at all. Replaced by new reload, the device worked fine. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The patient is fine. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred.

Manufacturer narrative:
(B)(4) . ¿ device evaluation summary: post market vigilance (pmv) led an evaluation of one egia 60 articulating vas/med sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload had a full complement of staples. The reload was loaded into a pmv representative instrument for functional testing and tested satisfactorily. Based on the product analysis, the reported event was not confirmed to be attributed to the failure. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.